Event description:
On (B)(6) 2013, the patient underwent a trial procedure. During the procedure, the doctor experienced difficulty advancing the lead. As a result , the procedure was abandoned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.